Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm. There was no harm or serious injury reported as a result of the incident.

Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to a third-party service center and evaluation confirmed the reported complaint. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).